Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-02200 addresses the first rotatable snare, while manufacturer report # 3005099803-2013-02201 addresses the second rotatable snare. It was reported to boston scientific corporation on (B)(4) 2013 that two rotatable small oval snares were used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the handle cannula of the first snare bent, and the loop would not retract completely. The device was removed and a second snare was introduced, but the same issue occurred. When the physician was unable to remove the target polyp, he did not switch from the (non-bsc) generator's "pulse cut" mode to the "pure cut" mode, which reportedly would have cut the tissue more effectively. The second device was removed and the physician completed the procedure with a third rotatable snare. The patient returned that night with a perforation of the colon and was admitted to the emergency room. The patient then underwent a right hemicolectomy procedure, after which she was reported to be "fine". According to the physician, neither snare is thought to have caused the perforation. Rather, the patient's prior history of radiation therapy (to treat abdominal or colon cancer) had weakened the colon wall. This, coupled with the fact that there was thought to be too much air in the colon during the procedure, is believed to have predisposed the patient to a perforation.

Manufacturer narrative:
(B)(4) for the reported event of snare wire loop failed to retract completely. It was reported that the patient sustained a colonic perforation, after which a right hemicolectomy was performed. The patient was reported to be "fine" following the hemicolectomy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.